Manufacturer narrative:
Device manufacture date. Corrected date: the manufacture date was inadvertently omitted from the initial MDR.

Event description:
It was reported that the patient had exploratory surgery due to a mass on the left side of the neck at the electrode site. The attending company representative indicated that the surgeon initially thought that the mass was related to the vns lead; the company representative thought that after the surgery the doctor did not think that the mass was related to the vns, but was not sure. No further relevant information has been received to date.